Event description:
Fmc canada rec'd for eval. Stated complaint is blood into dailysate as blood entered dialyzer, arterical line of blood discarded. Net setup used." Leak reported with first use of a dry pack dialyzer. Blood loss reported as 50cc due to the blood discard. Qs was not made aware of any adverse effect to the pt or of any med intervention given. Complaint sample is not available. MDR filed on blood loss reported.